Manufacturer narrative:
A batch record review determined the syringes and cannula lots used for this product met all specifications. No anomalies were identified in the batch record that pertains to the syringe or cannula luer lock feature. The lot history records were reviewed and there were no discrepancies or unusual findings that relate to the reported. The device has been requested but has not been received at b+l for evaluation.

Event description:
It was reported that during preparation for use, the nurse could not lock the cannula to the syringe. No patient contact.